Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. It was observed that the product expired on 07/31/2019. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a additive defect was found before use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "the additive had a defect."